Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during the procedure; it was observed that blood flowed back through the intra-aortic balloon (iab) catheter towards the iabp (cardiosave). The ongoing therapy with this device was stopped as a precaution. The iab was removed and discarded. There was no patient harm reported.